Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced bumps on her port. It was further reported that the patient lost about 7-8lbs. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2021).

Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced bumps on her port. It was further reported that the patient lost about 7-8lbs. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, the patient bumps and weight loss were not related to the port and hence this record will not be consider as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H10: d4 (expiration date: 11/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.